Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Can you please provide the affected side? It is the left knee. B. Was instability related to polyethylene wear or just lack of pcl? Lack of pcl. C. Can you confirm, if depuy cement was used, during the primary surgery? If yes, please provide the part and lot numbers of the cement. Quantity of the depuy cement used. Cannot determine.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lcs components revised for loose joint space and mismatch in flexion/extension gap. Lack of pcl required a ps design to gain more stability. Revised with attune revision was surgery delayed due to the reported event?: no. If yes, number of minutes: approximately 65. Action taken when event occurred?: removed and revised with attune revision. Was procedure successfully completed?: yes. Were fragments generated?: unknown. If yes, were they removed easily without additional intervention?: yes. Patient status/ outcome / consequences: patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: pain reported. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. Is the patient part of a clinical study?: unknown. (B)(4): device property of: patient, device in possession of: hospital, (B)(4): device property of: none, device in possession of: none. (B)(4): device property of: patient, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence of the explanted device found that the tibial is fractured at the post. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.